Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies and had not received another occlusion. The customer's blood glucose (bg) level was 502 mg/dl and a correction bolus via the pump was delivered to address the bg level. However, the bg was not lowering. The customer did not know what was causing the high bg. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.